Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd preset¿ eclipse¿ the safety shield was discovered to be broken. The following information was provided by the initial reporter, translated from (B)(6) to english: before use, it found that the needle cover broken was broken.